Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss in the 3 south and 5 south monitoring areas. The bme reports that they got the cns back on the network and the issue was resolved. No patient harm was reported. Investigation summary: the available information reasonably suggests the root cause is use error. Customer acknowledges reported issue occurred after the removal of the cns. Technical support advised customer to inspect the two main switches that control 10 orgs at the network closet. Cits found a bedside had taken over, advised to remove from network. Customer recalls using the bedside for testing and forgot to change the ip address. On 10/07/2021, customer acknowledged the issue resolved once the cns was back in network. The complaint history review of the unit reveals there were no additional complaints relating to communication loss.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss in the 3 south and 5 south monitoring areas. The bme reports that they got the cns back on the network and the issue was resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent comm loss in the 3 south and 5 south monitoring areas. The bme was able to put the cns back on the network, which resolved the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent comm loss in the 3 south and 5 south monitoring areas. The bme was able to put the cns back on the network, which resolved the issue. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests that the root cause is use error. The customer acknowledged that the reported issue occurred after the removal of the cns. Removal of the cns without removing the cns from the host tables would result in comm loss due to the discrepancy between the network environment and the host table. The details provided on in this event indicate that this event is likely an isolated incident related to use error and user education. The device was put back onto the network and the issue was resolved. The complaint history review of the customer's account does reveal significant trends relating to comm loss issues.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss in the 3 south and 5 south monitoring areas. The bme reports that they got the cns back on the network and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Org's: model #: na; serial #: na; device manufacturer data: na; unique identifier (UDI) #: na. Telemetry: model #: na; serial #: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss in the 3 south and 5 south monitoring areas. The bme reports that they got the cns back on the network and the issue was resolved. No patient harm was reported.